Event description:
Hamilton Medical AG received the following description:It has been reported that during the use of device, the patient's condition suddenly deteriorated and the patient passed away. From additional information provided, it has been established that the hospital staff does not believe that the patient's death was anyhow connected with the ventilator's functionality.

Manufacturer narrative:
HAMILTON MEDICAL AG REFERENCE NUMBER: (B)(6). HAMILTON MEDICAL AG RECEIVED THE LOG FILES OF THE DEVICE FOR ANALYSIS. THE REVIEW OF THE DEVICE LOGS (EVENT LOG, SERVICE LOG, ERROR LOG) DID NOT REVEAL ANY MALFUNCTION. NO TECHNICAL FAULTS (TFS) OR VENTILATION INTERRUPTION, NO POWER INTERRUPTIONS, AND NO SYSTEM RESETS WERE OCCURRED OR WERE RECORDED AT THE TIME OF THE EVENT. NO HIGH-PRIORITY ALARMS OR HARDWARE MALFUNCTIONS WERE RECORDED AS WELL. THERE WAS NO EVIDENCE OF INTERNAL SYSTEM FAILURE OR ABNORMAL VENTILATOR BEHAVIOR IN THE DEVICE LOGS. THE VENTILATION SESSION APPEARS CONTINUOUS WITH NO ABRUPT TERMINATION RECORDED. THERE IS NO OBJECTIVE LOG EVIDENCE SUGGESTING VENTILATOR MALFUNCTION AS WELL AS THERE IS NO INDICATION THAT THE VENTILATOR FAILED TO DELIVER VENTILATION AS CONFIGURED. THEREFORE THERE IS NO EVIDENCE THAT THE PATIENT¿S DEATH WAS CAUSED BY INCORRECT FUNCTIONALITY, MALFUNCTION, OR FAILURE OF THE HAMILTON-C1 VENTILATOR. INVESTIGATION ONGOING.

Event description:
HAMILTON MEDICAL AG RECEIVED THE FOLLOWING DESCRIPTION: IT HAS BEEN REPORTED THAT DURING THE USE OF DEVICE, THE PATIENT'S CONDITION SUDDENLY DETERIORATED AND THE PATIENT PASSED AWAY. ACCORDING TO HOSPITAL STAFF, THE PATIENT¿S DEATH WAS NOT BELIEVED TO BE ASSOCIATED WITH THE VENTILATOR¿S PERFORMANCE. FURTHER INQUIRIES HAVE BEEN SENT TO THE CUSTOMER TO OBTAIN ADDITIONAL DETAILS ABOUT THE REPORTED EVENT.

Manufacturer narrative:
Follow-up 1: Investigation outcome.It was reported that during the use of the HAMILTON-C1, the patient's condition suddenly deteriorated and the patient passed away. From additional information provided, it has been established that the hospital staff does not believe that the patient's death was anyhow connected with the ventilator's functionality.Hamilton Medical AG received the log files of the device for analysis. The review of the device logs (Event log, Service log, Error log) did not reveal any malfunction with the Hamilton Medical device in use. No Technical Faults (TFs) or ventilation interruption, no power interruptions, and no system resets occurred or were recorded at the time of the event. No high-priority alarms or hardware malfunctions were recorded as well. There was no evidence of internal system failure or abnormal ventilator behavior in the device logs. The ventilation session appears continuous with no abrupt termination recorded.There is no objective log evidence suggesting ventilator malfunction as well as there is no indication that the ventilator failed to deliver ventilation as configured. Therefore, there is no evidence that the patient¿s death was caused by incorrect functionality, malfunction, or failure of the HAMILTON-C1 ventilator.The local staff performed a full inspection of the device and confirmed that there were no abnormalities and returned HAMILTON-C1 ventilator to the hospital. Hamilton Medical AG considers this case closed.